Event description:
The caller alleged discrepant results when compared with lab results. The results are as follows: initial test, inratio: 5.3, lab: 1.3. Repeat test, 5.3, 4.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: initial test, inratio: 5.3, lab: 1.3, mean: 3.3, confident limits: 2.0-5.0; repeat test, 5.3, 4.0, 4.65, 2.6-6.9. As per internal procedure tr#0150 rev.2, the lab value is not within confident limit for the test #1. The test #2, the inratio and lab values are within the confident limits. The product will be investigated.